Manufacturer narrative:
It was reported that the device did not pass the test. More information about the event was sought, the issue regarded the flow transducer test and intermittent low oxygen alarms. There is no information about the replaced part, no device logs or any goods to investigate. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).